Manufacturer narrative:
Concomitant medical products: 5024m-58, lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced low blood pressure and pulmonary hypertension. It was further reported that the right ventricular (rv) lead exhibited under-sensing. It was also reported that the right atrial (ra) lead exhibited low impedance. It was also reported that the right atrial (ra) lead exhibited no sensing of atrial activity on the current electrogram (egm) and intermittent under-sensing. The rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.